Event description:
Pt's hip dislocated. His dr recommended a total hip replacement. After procedure, pt had an infection. He was hospitalized for 2 months. Polyps were found in his colon. Four and one half feet of colon was removed. He is in constant pain five and one half years later. He has been unable to ambulate without use of crutches. Has been on medication for pain. Dr no longer helps him.